Event description:
It was reported that at the distributor the width plate was worn. No harm or delay occurred as there was no patient involvement. No other adverse events were reported along with this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final supplemental report will be submitted.

Manufacturer narrative:
This incident was recorded under (B)(4). Updates performed on b4 b5 d4 g3 g6 h2 h3 h6 h10. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Visual examination of the provided pictures identified the edges of the width plate was worn/damaged. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : not returned.

Event description:
No additional information is available.